Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-04358. It was reported that the patient experienced drainage from the neck wound following an implant procedure on (B)(6) 2019. As a result, the patient was treated with antibiotics, which resolved the issue.